Event description:
In 2008 - tsr found when the break is set, the left head break caster will not lock; one day prior. At approx six weeks later - sum- tsr stated that the brake pedal would go into break, but the break caster would not lock into place, he stated that there was no injury from this issue. He replaced the break caster to repair this bed.